Event description:
It is reported that revision surgery occurred due to patient pain. It is reported that product fgt-20, implanted on (B)(6) 2009 was explanted on (B)(6) 2009. The explanted device was replaced with a different tornier product style of prosthesis, without grommets, which were believe the probable source of the pt discomfort.

Manufacturer narrative:
Device return for evaluation is anticipated.